Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noisy signals. It was noted the patient has chronic atrial fibrillation (af). Technical services (ts) reviewed device data and observed low amplitudes. Also, ts observed myopotential oversensing of similar size to the patient's r waves. Ts recommended assessing the patient in person and performing a chest x-ray to determine if the device migrated. The patient was brought into the clinic for testing and the noisy signals and oversensing were able to be recreated. It was noted the patient fell, but the noise preceded the fall. An x-ray was performed and no changes in device position were noted. The device impedance was at 45 ohms and had increased to 70 ohms. The patient was admitted to the hospital due to being extremely lightheaded with positional changes and a change in blood pressure. Ts reviewed device data and found untreated episodes due to low r waves and noise. Also, smart pass was disabled. Ts recommended attempting torso twisting and arm movement to test r wave amplitude. Also, ts recommended programming primary vector with 2x gain. This s-ICD remains in service. No additional adverse patient effects were reported.